Event description:
Upon getting ready to use the da vinci prograsp graspers, the scrub tech noticed a wire sticking out of the instrument. The instrument was taken off the sterile field and replaced with a new prograsp.